Event description:
The product was evaluated. An external visual inspection was performed and passed. The sensor wire was present and attached in one piece. There was no damage to the sensor wire end. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2021. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.